Manufacturer narrative:
Addtional lot # k129. The sample was also run on another galileo during investigation testing; negative reactions were observed. The returned customer samples were tested on an in-house galileo with retention capture-r ready-screen lot k127 and k129; no reactivity was seen. The sample was tested with panoscreen reagent red blood cells using the tube method. The sample reacted 1+ at the antiglobulin phase with homozygous fy(a+) cells only. The sample was also tested with panoscreen reagent red blood cells using manual capture select. The sample reacted 1+ with homozygous fy(a+) cells only.

Event description:
Customer reported unexpected negative reactions on a sample from a pt containing an anti-fy(a). The sample was tested on galileo using capture-r ready-screen, lot k1247 and k129.